Event description:
It was reported that removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid arteries. A 10.0-24 carotid wallstent self expanding was selected for use. The stent was advanced to the lesion and was deployed. Upon removal, severe resistance was noted between the delivery system and the filterwire. The delivery system was removed by pulling it with considerable force. A sterling mr 3.5x20 was guided along the filterwire without issue and post dilation was performed. Filterwire was retrieved and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only. Device evaluated by MFR: the device was returned loaded on to the customers filterwire in a fully deployed state. This device is recommended for use with a 0.014 (0.36mm) guidewire as per the IFU. The investigator removed the device from the customers filterwire in a fully deployed state with a certain degree of resistance experienced. The device was put in a undeployed state, and the customers filterwire was advanced through the device without any issues and removed without any issues while in a undeployed state. A visual and tactile examination found the sheath of the device to be torn beginning at the guidewire port and extending approximately 14mm distally. No other issues were found with the delivery system. The device was returned with the stent deployed from the delivery system. The deployed stent was not returned for analysis. No other issues were identified with the device.

Event description:
It was reported that removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid arteries. A 10.0-24 carotid wallstent self expanding was selected for use. The stent was advanced to the lesion and was deployed. Upon removal, severe resistance was noted between the delivery system and the filterwire. The delivery system was removed by pulling it with considerable force. A sterling mr 3.5x20 was guided along the filterwire without issue and post dilation was performed. Filterwire was retrieved and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned loaded on to the customers filterwire in a fully deployed state. This device is recommended for use with a 0.014 (0.36mm) guidewire as per the IFU. The investigator removed the device from the customers filterwire in a fully deployed state with a certain degree of resistance experienced. The device was put in a undeployed state, and the customers filterwire was advanced through the device without any issues and removed without any issues while in a undeployed state. A visual and tactile examination found the sheath of the device to be torn beginning at the guidewire port and extending approximately 14mm distally. No other issues were found with the delivery system. The device was returned with the stent deployed from the delivery system. The deployed stent was not returned for analysis. No other issues were identified with the device.

Event description:
It was reported that removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid arteries. A 10.0-24 carotid wallstent self-expanding was selected for use. The stent was advanced to the lesion and was deployed. Upon removal, severe resistance was noted between the delivery system and the filterwire. The delivery system was removed by pulling it with considerable force. A sterling mr 3.5x20 was guided along the filterwire without issue and post dilation was performed. Filterwire was retrieved and the procedure was completed. There were no patient complications as a result of this event.